Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No beeping anomalies noted. No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 130 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided